Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion was confirmed during the review of the logs. Laboratory test results showed that during pca module volume detection accuracy, the pca module was observed to be within +/-2% of the actual volume. Per bd design requirements, the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that that the pca module is performing as designed and passes all accuracy measurements. On 9 january 2026 at 3:58 pm the unit was selected, the user programmed a continuous infusion using a bd plastipak 50 ml syringe with drugid 344 dilaudid pca,a drug amount of 5 mg, a diluent volume of 50 ml, a vtbi of 46.4353 ml, a continuous rate of 0.04 mg/h, and a max limit dose of 0.06 mg/h; the pcu displayed a clinical advisory message requiring verification, the user selected confirm, the syringe set was primed, and the infusion started. At 4:01 pm the unit was selected, the user programmed a bolus dose of 0.02 mg (0.2 ml), and the bolus started. On 13 (B)(6)2026 at 11:36 am the unit was selected, the user programmed a bolus dose of 0.04 mg (0.4 ml), and the bolus started. At 11:37 am the bolus dose was completed. At 12:15 pm the unit was selected, the user programmed a bolus dose of 0.04 mg (0.4 ml), the bolus started, the bolus was completed, and a pca max limit alarm occurred. On (B)(6) 2026 at 3:33 am the unit was channeled off. The alaris system user manual v12.3.2 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.3.2 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The alaris system user manual v12.3.2 states on summary of warnings and cautions: proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris system. The bd alaris system is not intended to replace supervision by medical personnel. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Pca module (B)(6): root cause: the root cause for the reported under infusion was found to be due to user error. The max limit dose was enabled on the continuous infusions programmed between the days of (B)(6) 2026 and (B)(6) 2026. It was observed during the review of the logs that multiple bolus doses were administered in a short period of time resulting in the max limit dose alarm reported by facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of dilaudid (5 mg/50 ml). The customer reported the patient-controlled analgesia pump delayed infusions unexpectedly. The clinician indicated that the bolus will typically go through but then either immediately after or several minutes later, the pump will pause the continuous administration and display 'max limit reached'. The clinicians have been fully shutting off the pump and restarting it in order to 'reset' the settings. There was patient involvement, it was reported "the patient experienced breakthrough pain and delays to receiving pain medication boluses in the end of her life". Additional information was received through follow up on (B)(6)2026. It was reported the infusion was programmed pca dose plus continuous. Continuous rate ranged from 0.05-0.28 mg/hr and the bolus' ranged from 0.06-0.36 mg every thirty (30) to sixty (60) minutes. The patient had experienced break-through pain during the event.